Event description:
It was reported by the clinician that they are having difficulty with the two way luer activated valve leaking back when the cap is applied but not tightened down. There was a reported case at the hosp where the set leaked at the valve cap site. The pt had actually bled back and a pool of blood was discovered on the sheets. The valve does not leak when the cap is tight and does not leak if the cap is not on.

Manufacturer narrative:
(B)(4). Eval: the report of leakage through the two way luer activated valve when the cap is applied but not tightened down was confirmed through functional testing of the returned sample. The returned extension set was tested by injecting water into the male luer connector on the distal end of the assembly using a 60 ml syringe with hand pressure. No leakage was observed when the cap was not attached to the valve or when the cap was securely tightened onto the valve. However, leakage was observed when the cap was only partially seated onto the valve. The male extension on the inside of the cap is long enough to activate the valve and result in leakage through the loosened cap and the tether on the cap causes some resistance during cap tightening and may be a contributing factor to the partially seated caps. A device history record review has been performed with no relevant findings to this issue. This issue has been reviewed with the customer and they do not want any changes or in-services. This is one of 5 records reflecting occurrences of (B)(4). Additional occurrences are documented as MDR #3005789918-2009-00005, MDR #3005789918-2009-00016, MDR #3005789918-2009-00017, MDR #3005789918-2009-00018. Until jul 27, 2009, multiple occurrences were reported on a single MDR. They are now reported as individual events. All multiple occurrences from (B)(6) 2009 are being remediated to include the correct number of complaints, mdrs, vigilance, and (B)(6) reports. Please refer to the MDR for the original complaint referenced above for the f/u for this MDR.